Event description:
It has been reported to philips that the system was down - image disk full. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use at the time when issue occurred. Philips field service engineer visited onsite and found that the system went down due to the image disk full error. Further, review of log files revealed ip (image processing) pc failure. Upon technical investigation it was confirmed that ip-pc was not detected by the host pc due to power issue in ip-pc. The fse reseated all ippc rams and pcbs (printed circuit board). Post repair work, the ippc returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.